Event description:
Reporting status: serious injury/ permanent damage. Reporting rationale: myocardial infarction causing permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that the the index procedure date was 2008. Two xience v stents were implanted in mid lad to treat restenosis of cypher stents. The patient had shortness of breath for two days and presented to the emergency department after hospital discharge. He also felt malaise, fatigue, dyspnea and weight gain. Non st mi and cath showed previous stents patient & sluggish flow in diag which was jailed on the recent xience v stents. No additional event or patient information is available.

Manufacturer narrative:
The second xience stent indicated is being filed under the same MFR number. Results and conclusion summation- product performance engineering reviewed the incident. Dyspnea, ischemia, and myocardial infarction are known outcomes of coronary stenting procedures, and are listed in the IFU as potential adverse events. Fatigue, malaise, hospitalization, and weight gain may have been related to the other patient effects. A definite root cause for the patient effects reported cannot be determined and there are no indications of product quality issues.